Event description:
During product service by a service technician, a flo-gard infusion pump was found to have experienced an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self testing were performed. The f-94 alarm was identified during power on self testing. The cause of the condition was determined to be lost configuration. To correct the condition, the configuration settings were set. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.